Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. The patient remains on lvad support with the replacement pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that post-operatively, the right ventricular function was poor and the pump speed was reduced to 8200 rpm. Approximately 2 months post-implant, the lab results for the patient indicated a slight increase in the hemolysis parameters and power elevations were reported. An echocardiogram showed a dilated left ventricle and no flow through the pump. A ramp test was performed and the speed was increased; however, the left ventricle could not unload and a decision was made to exchange the pump.